Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the selftest, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for low battery alarms. Power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. Pump error 63 confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with a cracked keypad overlay at select button. The insulin pump was received with minor scratches to the display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a low battery after less than a week and another error. The blood glucose reading was not known.